Event description:
It was reported that a shaft break occurred. The 90% in stent restenosed (isr) target lesion was located in the severely tortuous mid left anterior descending (lad) artery and first diagonal of lad. The guidezilla was advanced through a non bsc guide catheter. Then a non-bsc imaging catheter was inserted into the guidezilla, but severe resistance was met and it could not be advanced. The physician used 2 non-bsc guidewires, however, the imaging catheter was unable to advance due to resistance. Upon removal of the guidezilla from the guide catheter, it was noted that the guidezilla shaft broke proximal to the collar within the mid to proximal part of the guide catheter. The procedure was completed with a different device. There were no patient complications reported and the patient¿s condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed numerous kinks in the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. The interventional device used in the procedure was not returned with the complaint device. A promus element plus unit was inserted in the collar of the device with success; however, due to the separation of the shaft, complete functional testing could not be performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% in stent restenosed (isr) target lesion was located in the severely tortuous mid left anterior descending (lad) artery and first diagonal of lad. The guidezilla was advanced through a non bsc guide catheter. Then a non-bsc imaging catheter was inserted into the guidezilla, but severe resistance was met and it could not be advanced. The physician used 2 non-bsc guidewires, however the imaging catheter was unable to advance due to resistance. Upon removal of the guidezilla from the guide catheter, it was noted that the guidezilla shaft broke proximal to the collar within the mid to proximal part of the guide catheter. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.